Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient texted the rep and said when stimulation is on, the longer it is on, the patient thinks it is aggravating his left sciatic nerve to the point where he is not able to walk and induces vomiting. The rep said they were meeting with the patient on (B)(6) to address the issue with the patient. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the therapy was causing intense left sciatic pain, irritation, and vomiting to the point that the patient wasn¿t able to walk. The therapy was turned off on (B)(6) 2018, 3 days after it was activated by a rep. On (B)(6) 2018, it was noted that the patient was ecstatic about the coverage. The patient explained that they thought the lead was implanted over a nerve that was causing all the pain. The patient¿s pain pattern is low back and left leg, with his left leg being the worst pain. The patient said the pain level was at a 7. The pain was said to be in his arms and hands and in his low back too. The patient had been taking more than his prescribed medication because of the pain. The programming that caused the intense pain was a simple bipole over 9+, 10-, pw 450, rate 40. The paddle lead was mapped for coverage. Impedance results were normal. The rep was able to map that bipole with no issues. The patient needed to leave the appointment, so the rep was unable to finish mapping coverage. Ultimately, the bottom of the paddle lead was mapped. The patient confirmed good low back and left hip coverage. The patient wanted to get the leg pain resolved before activating adaptive stimulation. The patient had an appointment scheduled for (B)(6) 2018. No further complications were reported. No further complications were reported.

Manufacturer narrative:
Product ID (B)(4) lot# serial# (B)(4) implanted: (B)(6) 2016 explanted: product type lead product ID (B)(4) lot# serial# (B)(4) implanted: (b)((6) 2016 explanted: product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the patient was limping into the appointment and was wincing from the pain throughout the appointment; at the appointment end, the manufacturer representative did not witness any of these symptoms. The patient was programmed on (B)(6). No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.